Event description:
It was reported the spring wire guide "was kinking and unraveled". Another device was obtained for use. No report of patient harm. Additional information received indicates the issue was detected prior to use on the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide "was kinking and unraveled". Another device was obtained for use. No report of patient harm.